Event description:
It was reported that the event occurred during the lymph node dissection and vascular procedures around the superior mesenteric artery (sma) for a laparoscopic right hemicolectomy for ascending colon cancer procedure with robot support. It was noted that the opening and closing mechanism of the bipolar fenestrated grasper was stiff. A sterile equivalent replacement product was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, (event description), d3 (serial number and UDI), d9 (return date), h2.6 (annex b, annex c and annex d, annex g codes) device evaluation: medtronic led an evaluation of one bipolar fenestrated grasper and the associated device logs. Visual inspection of the bipolar fenestrated grasper noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Upon microscopic inspection of the drive cables, there was also no damage noted. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the device logs shows no use of an bipolar fenestrated grasper with serial number (B)(6) as the subsystem robotic assembly (sra) nodes did not make it to the database. Logs do not track the state of the bipolar fenestrated grasper's hardware. From the event description, this is likely a customer complaint on instrument closure. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the bipolar fenestrated grasper and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the lymph node dissection and vascular procedures around the superior mesenteric artery (sma) for a laparoscopic right hemicolectomy for ascending colon cancer procedure with robot support. It was noted that the opening and closing mechanism of the bipolar fenestrated grasper was stiff. A sterile equivalent replacement product was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction): section d - serial number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the lymph node dissection and vascular procedures around the superior mesenteric artery (sma) for a laparoscopic right hemicolectomy for ascending colon cancer procedure with robot support. It was noted that the opening and closing mechanism of the bipolar fenestrated grasper was stiff. A sterile equivalent replacement product was opened and used to resolve the issue. There was no patient injury.